Manufacturer narrative:
This report is submitted on 18 september 2020.

Manufacturer narrative:
This report is submitted on august 21, 2020.

Event description:
Per the clinic, the patient experienced pain and poor performance with the device. The device was explanted (B)(6) 2020, and the patient was reimplanted with a new device on the same date.